Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 392 mg/dl. The patient was changed the site and resumed the insulin delivery. No further information is available.